Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an operator error that resulted in an inaccurate delivery. The pump was returned to the biomedical department with a signed note that stated, "IV pump not delivering correct cc's per hour." The customer contact reported that the pump did not work properly "because the tubing was fed into the pump incorrectly." There were no reports of any adverse patient events while the device was in patient use. Though requested, no additional information was provided.